Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor and started it in the libre app, after which the ilet pump could not connect because the sensor was already paired to another device; the user then applied a second sensor and successfully activated it through the ilet mobile app, with the sensor entering warmup and education provided on correct pairing workflow. Symptoms included no clinical symptoms. Outcomes included no impact on health and no alarms. Investigation included user interview and troubleshooting with education on proper sensor initiation via the ilet mobile app for pump connectivity. Investigation of this case revealed user setup error resulting in the sensor being in use by another device, with device performance restored upon correct pairing of a new sensor. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.